Event description:
It was reported that, during an unspecified clinical study, a patient developed a late pelvic abscess after undergoing a total abdominal hysterectomy in which floseal was used. Further detail was not provided. The patient¿s outcome was reported as ¿ fine¿. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.